Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infraction + stent thrombosis). (B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted during the index procedure. Approximately 4.5 months post the index procedure the patient suffered a st and an mi. No further details provided.